Event description:
While the surgeon was performing a vitrectomy, the surgeon stated that the infusion line pressure was not holding on the constellation vitrectomy machine. The machine was also indicating that the infusion was running with the light on, however the infusion line was not running. The tech had to push the infusion line toggle switch for it to start running. The laser light indicated that the laser light was on when it was not on when the surgeon was using a laser probe in the eye. The tech needed to push the toggle switch to turn on the laser light. Nurse manager was notified immediately about these issues.